Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the placeholder visit has this correct mrn, but the adt visit does not, leading to a mismatch and as a result, the system shows the admit status as "unknown" for the placeholder visit, and the orders are incorrectly associated only with the placeholder visit. The technical support specialist advised the customer to contact their cerner team to resend the admit message with the correct mrn and this will allow the system to properly merge the adt and placeholder visits, resolving the unknown admit status and ensuring all orders are correctly associated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where patient order was not showing up on the station. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.